Event description:
It was reported that there was a leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa of the patient and the physician noted that blood was leaking out of the hemostasis valve after it was tightened. Approximately 100-150cc of blood was lost. There was a need for intravenous vaso active agents. The leaking was stopped by applying thumb pressure to the valve. The procedure was then continued and was completed successfully with the closure device being implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is stable and has been discharged.

Manufacturer narrative:
Returned product consisted of a watchman access system with the dilator in the sheath. The device was bloody. Analysis of the hub/valve, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The hub of the hub/valve was able to be completely closed. A syringe (filled with water) was attached to the hub and positive pressure was applied. Water flowed through the sheath and out of the tip, without issue. The valve stayed closed and did not leak. The reported device leak was not confirmed.

Event description:
It was reported that there was a leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa of the patient and the physician noted that blood was leaking out of the hemostasis valve after it was tightened. Approximately 100-150cc of blood was lost. There was a need for intravenous vaso active agents. The leaking was stopped by applying thumb pressure to the valve. The procedure was then continued and was completed successfully with the closure device being implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient is stable and has been discharged.